Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant albumin gen.2 result from the cobas c 503 analytical unit. The initial result was 89 mg/dl on (B)(6)2025, then the sample was diluted 1:3 and the result was <0.3 mg/dl. On (B)(6)2025 the sample was re-centrifuged and the result without dilution was 0.00585 md/dl accompanied with a <test flag. Following the result of 0.00585 mg/dl they repeated the sample at a decreased volume and the result was 95.2 mg/dl. A dilution of 1:20 was performed and the result was 111 mg/dl. A manual dilution was completed of 1:2 with a decreased volume and the result was 54.2 mg/dl. On (B)(6)2025 they completed a 1:50 dilution and the result obtained was 124 mg/dl. The questionable results were repeated because they did not match the patient's clinical picture. The customer did not know which result was correct. The customer suspected a potential interference.

Manufacturer narrative:
There is not enough information provided to determine the root cause of the event.